Event description:
It was reported that a cardiac ablation procedure with the affera system was completed on a patient for pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation. During the procedure the patient required norepinephrine for support. Six hours after arriving in recovery, the patient's temperature dropped to 34.3 c, blood glucose dropped to 18, and the patient became bradycardic from initially in sinus rhythm to 47 bpm (beats per minute), and then dropped to the 30s bpm in a junctional rhythm. A 12 lead ECG (echocardiogram) showed dynamic t wave inversion in inferior leads but no ste (st elevation). The qtc (corrected qt interval) increased dramatically and then the patient developed acute respiratory failure, was intubated, and developed asystole. It was noted that the patient was treated for cardiogenic shock, respiratory failure, and bradycardia. Cardiopulmonary resuscitation (CPR) was initiated and then stopped. The family elected to transition to do not resuscitate (dnr) status. The patient died.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.